Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the display of their onetouch ultramini meter was ¿too dark.¿ the complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged display issue began around (B)(6) 2017 when they purchased the meter. The patient stated that they manage their diabetes with insulin (self-adjuster). It was not reported if the patient made any changes to their usual diabetes management regimen when they had trouble making out the readings due to the alleged display issue. The patient reported that around (B)(6) 2017 they developed symptom of ¿dizziness.¿ in response to the symptom, the patient claimed that they attended the doctor¿s office where they were treated with a glucose tablet. The patient claimed that their blood glucose was measured on the doctor¿s meter at the time of the visit and a result of ¿62 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse to the device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after the alleged display issue began. The subject meter could not be ruled out as a cause or contributor to the event.